Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vasular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device confirmed the reported bent stent implant struts and the soft tip was separated at the proximal end of the clear gap. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the promus stent, after the stent had snagged on a sterile towel, it was noted that one of the stent struts was sticking up. It was also mentioned that something may have fallen off the stent, although no separated part was found in the surgical area. There was no patient involvement, and the procedure was completed with another stent. No additional information was provided.